Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving an unspecified spiros where the customer reported that one spiros broke into two pieces leaving the luer lock mechanism on the line. They spoke with nursing, and this occurred during a standard or regular attempt to attach to a patient. Some fluid did pass through when this happened. There was patient involvement and no harm or adverse event.

Manufacturer narrative:
A photo was returned showing the spiros. The spiros body was separated from the spinning luer. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number.